Event description:
It was reported that the hcp was unable to aspirate or flush the catheter during a dye study (date not reported), so the catheter replaced. The catheter was intact when it was removed. No pt symptoms were reported. The device system was used to delivery dilaudid, marcaine, and clonidine. The hcp reported that the pt recovered without sequela and there was no pt injury. Additional info has been requested, a follow-up will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.